Event description:
On (B)(6) 2017 the reporter contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch ultrasmart meter displayed an (unknown) error message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2017 at 9am. The patient manage his diabetes using insulin (no adjustments) and denied making any changes to his usual diabetes management routine in response to the reported issue. The reporter claimed that the patient experienced symptoms of ¿shaky and sweaty¿ approximately 1.5 hours after the alleged issue began, and she treated him with glucose gel in response to the reported issue. The reporter confirmed that the patient¿s blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr noted that the patient was unwilling to walk through a re-test. Replacement products have been sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.